Event description:
It was reported that during preparation, a 3.25 x 23 xience xpedition stent delivery system could not be flushed and it was noted that the hub was separated from the catheter. Another 3.25 x 23 mm xience xpedition was successfully used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.